Event description:
An agiltrac balloon was inflated in the right superficial femoral artery (sfa) graft three separate times. After the third inflation it was noted that the balloon had ruptured and was caught on the end of the pinnacle sheath still in the body. A portion of the balloon shaft was removed from the body. A balloon from another manufacturer was then inflated to 6 atms and the fractured balloon and sheath were then removed from the body. A 6fr x 11 sheath was inserted into the left femoral artery and the case continued without further incident. Pt was discharged in stable condition.